Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. However, factors that may contribute to malposition of device/ failure to deploy the suture include, but not limited to, friable artery, knot tensioning angle not coaxial or knot jams in subcutaneous tissue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the following correction was made: the three devices failed in the right common femoral artery (rcfa) and the sutures of two new devices were placed in the rcfa.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an interventional endoprosthetic procedure. Reportedly, three devices failed in the lcfa. The sutures with the knot came out of the artery. There was no reported tissue damage. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was maintained at 6f and the endoprosthetic procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.